Manufacturer narrative:
G.3 for initial (B)(4) was inadvertently left blank, the correct date for the g.3 is 10/may/2021. Device evaluation: visual analysis of the returned device identified: crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. No observed openings in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side rupture. Devices have been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Devices have been explanted and replaced.